Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, abbott field service review of the analyzer, a search for similar complaints and a review of labeling. Abbott field service investigated the issue on site and identified the likely cause to be the reagent 1 valve to waste cup tubing which was jammed. Field service corrected the jammed reagent tubing to resolve the issue. The jammed reagent tubing was subsequently replaced. Tracking and trending did not identify an adverse trend for the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency of architect c8000, list 1g06, was identified.

Event description:
The customer observed falsely decreased sodium and calcium results for multiple patients while using the ict module on the architect c8000 analyzer. The customer provided the following results for one patient: sodium: initial 118, retest 141, 142 mmol/l; calcium: initial 1.34, retest 2.17, 2.29 mmol/l. No adverse impact to patient management was reported.